Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet and elected to remove the sensor instead of troubleshoot and reverted to backup therapy until a new sensor could be obtained; no alerts or alarms were reported, and the event aligns with intermittent communication failure potentially related to the antenna or electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with relevant components identified as the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.